Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient alleges her infusion device is not delivering insulin correctly. Patient stated she thinks the device is under delivering insulin. Patient reported her blood glucose level has been elevated beginning on (B)(6) 2014. Patient stated her blood glucose has been in the 500's mg/dl. Patient's normal blood glucose range is 100-200 mg/dl. Patient reported she had to give herself much more insulin than normal when she went to bolus to bring her blood glucose level down and that it took an extended period of time before her blood glucose returned to normal. Patient stated this occurred the next 2 days after. Patient reported her blood glucose level would be in the 500's mg/dl and she would have to give herself more boluses than normal to bring her blood glucose level down. Patient stated she was admitted to the hospital on (B)(6) 2014 for an unrelated medical concern; not diabetes related. Patient reported she attributes the elevated blood glucose level to her current medical concern but she believes the infusion device is not delivering the insulin correctly. Patient is currently on her backup infusion device. Requested return of the alleged infusion device for evaluation.